Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead due to non-sustained tachycardia (nst) episodes and elevated short interval counts (sic). Non-physiologic sensing was noted on electrogram. The lead remains in use with consideration for a revision in the next weeks. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the reprogramming was performed, but oversensing continued. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor for non-sustained tachycardia episodes on (B)(6) 2014, for short interval counts (sic) on (B)(6) 2014. Lead integrity alert (lia) triggered (B)(6) 2014. (B)(4).